Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-may-2018 with the following findings: during the investigation, a review of the black box showed multiple unexplained power reset events. The battery compartment was undamaged, and no battery cap was returned. A test battery cap was able to fit securely. The pump¿s ¿ez-prime¿ steps were performed correctly with no power interruptions occurring during the investigation. Investigators were unable to duplicate the ¿intermittent power¿ complaint. The pump¿s cover was removed, and no intermittent condition was found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.